Manufacturer narrative:
D6, d7: please note that conflicting implant and explant dates have been received. The correct dates are unknown ¿ please see the initial regulatory report and section b5 for additional information. H6: please note that method code 4117 has been replaced with method code 4114 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the first ins was implanted on (B)(6) 2019 and the second ins was implanted on (B)(6) 2019. The cause of the alleged premature battery depletion was not determined. It was noted the patient refused to return the ins. There remained no further complications reported or anticipated.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) load was insufficient and the ins experienced ¿premature battery depletion.¿ it was unknown whether any external factors may have led or contributed to the issue. The ins was replaced as a result of the event and the issue was resolved. There were no patient symptoms or complications associated with the event and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report; no further complications were reported or anticipated.